Event description:
According to the customer, the handpiece burned through the insulation the first time they used it. This information is documented as reported to trimedyne, inc.

Manufacturer narrative:
(B)(4). Device not returned to manufacturer.

Manufacturer narrative:
(B)(4). Device not returned to manufacturer.